Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on the baxter sps 1550 device. The goal weight to be removed was 4.5kg. Pt's pre-treatment weight was 69.8kg, post treatment weight was 67kg. Following treatment hcp reported upon weighing the pt, hcp discovered the goal ultrafiltrate had not been achieved. Hcp reported the machine indicated 4.392 had been removed. Hcp reported no alarms were noted. Pt did not exhibit any adverse signs or symptoms, blood pressure remained stable. Hcp reported pt was instructed to come back the next day for an add'l treatment, no add'l medical intervention was provided.